Event description:
It was reported that on (B)(6) 2026, a 27mm navitor vision valve was selected for implant using a flexnav delivery system (ds). The patient has a horizontal anatomy with an aortic valve angle measured as 54 degrees. Pre-implant balloon aortic valvuloplasty (pre-bav) was performed by using a 20x40mm, non-abbott balloon. During the procedure, at 80 percent, the valve was placed at a depth of 4-5mm on the non-coronary cusp (ncc). The valve was able to be implanted successfully approximately at a depth of 4-5mm without recaptures. On angiogram, the valve had migrated (pop-up) towards the aorta, and it was repositioned in the descending aorta using a snare. A second 27mm, navitor valve was required to be implanted in an optimal position. The patient remained hemodynamically stable throughout the procedure and there was no clinically significant delay reported. The patient was reported to be discharged. The physician believes the valve slipped on the calcium.

Manufacturer narrative:
The device remains implanted in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.